Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's daughter reported that during bronchoscopy the patient's blood pressure increased and heart rate dropped to 38 bpm, and that "they stated the device wasn't working". A company representative was called in and stated that nothing was wrong with the device and that it was "anesthesia's monitor", but the doctor thought there had been some program changes. The device remains in use. No patient complications have been reported as a result of this event.